Manufacturer narrative:
Device evaluated and repaired by the distributor.

Event description:
It was reported by the distributor that the bed scale had not been zeroed properly, which may have resulted in an inaccurate reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.